Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and delivered inappropriate shock to the patient. The rv lead also had high impedance and oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.